Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Hed1349-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication"), mental disorder ("psych injury") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure confirmation test. Lot number ( hed1349 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Hed1349) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication"), mental disorder ("psych injury") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain,abdominal pain, dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event abnormal bleeding added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received: previously reported event "injury to herself" updated to "pelvic pain", events - "psych injury, post removal complication, abdominal pain, dysmenorrhea, menorrhagia " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.